Event description:
A consumer reported that since bilateral intraocular lens (iol) implant surgery, she has been experiencing light sensitivity, decreased visual acuity, blurring of vision, shadows and halos. The surgeon reported that the patient has residual astigmatism and this is the cause of the pt's symptoms. The surgeon was unwilling to complete the questionnaire, but did send medical records. There are two medical device reports associated with this event. This is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been one other complaints reported in the lot number. Additional information was requested on 03/13/2009, 03/17/2009, and 03/24/2009 by phone, fax and mail. The surgeon was unwilling to complete the questionnaire. Medical records were received.